Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's programming was incorrect. An incorrect dosage was programmed. The incorrect dosage amount programmed was 50,000 mcg (single bolus) while 50 mcg should have been programmed. The pt had withdrawal. The pt's symptom was somnolence. The withdrawal occurred after a pump replacement. The pt was admitted to the hospital for the withdrawal symptoms. There was also a volume discrepancy. The actual residual volume is greater than the expected residual volume. (35.7 ml (erv) - 38 ml (arv)) / (40 ml(prv) - 35.7 ml (erv)) x 100 = 53% (accuracy). The drug in the pump at the time of the event not known. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.